Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# v383702, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# v218104, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# v383702, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# v218104, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. (B)(4) pertains to lead (v383702), lead (v218104), extension ((B)(4)), and extension (B)(4)). (B)(4) pertains to lead (v383702), lead (v218104), extension ((B)(4)), and extension (B)(4)). (B)(4) pertains to lead (v383702), lead (v218104), extension ((B)(4)), and extension (B)(4)). Remediation plan 323. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a manufacturer representative they had a severe brain infection so the device had to be removed. The patient was implanted for essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.